Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was incorrect and static. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose level of 350 mg/dl that required assistance to address. Customer's family member assisted customer by waking them up and providing water. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.